Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the legal brief, patient received a recall notice for his ankle prosthesis manufactured by exactech letter dated (B)(6) 2022. Patient surgery was on june 14, 2019.

Event description:
As reported by the legal brief, patient received a recall notice for his ankle prosthesis manufactured by exactech letter dated (B)(6), 2022. Patient implant surgery was on (B)(6)2019; he alleges he sustained injury. No additional information available.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of this event cannot be conclusively determined; insufficient information. Section h11: the following sections have corrected information: (b5) as reported by the legal brief, patient received a recall notice for his ankle prosthesis manufactured by exactech letter dated april 11, 2022. Patient implant surgery was on (B)(6) 2019; he alleges he sustained injury. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.